Event description:
It was reported that the preloaded intraocular lens (iol) was defective. Tried three times to implant the lens in the same patient. Only the cartridge tip of the first and the second lenses, had contact with the patient's eye. The third lens could be implanted successfully and the procedure was completed with third lens with the same model and diopter. The lens was stuck in the cartridge. There was no patient injury. There was no medical/surgical intervention required. From additional information it was learnt that both the first and the second lenses could not inject. The issue was noticed during implantation/application of the lenses. Bss was used as the cartridge lubricant along with shugarcaine as additive. This MDR is for the first lens. Another MDR is being submitted for the second lens mentioned. No other information is available.

Manufacturer narrative:
Section a3b, a4 and a5: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted. Section e1: surgeon's email address and phone number: unknown/ asked but not available. Device evaluation: at the time of the investigation, device was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.